Event description:
It was reported that during an unknown procedure, there was a cracking noise during closing. The device could only be fired with application of excessive force. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived sterile and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no strange noise was heard during the analysis. A batch record review was performed and no anomalies were found during the manufacturing process.